Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a failure noted in the temperature module ((B)(4)) of the perfusion system per end user. The device was not changed out, as the user removed and reconnected to the nic board or shut down the full system and rebooted a few minutes later from the initial boot-up. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The software data log was returned to the MFR on 05/02/2014 for further eval. This complaint is related to the following mdrs 1828100-2013-01150, 1828100-2014-00385, -00390, -00431, -00432, -00433, -00435 and 00476.